Event description:
It was reported that no cardiac output measurement was observed. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was not confirmed. No visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. There were no error messages observed on vigilance I and ii monitors. All through lumens were patent without leakage. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. However, inflation lumen leakage was observed through a slit on the catheter body, 0.01" in length, at the 12.5 cm area (distal of the thermal filament). No visible damage to balloon latex.